Event description:
It was reported by a patient/user of the fmc peritoneal dialysis (pd) liberty cycler that they were experiencing cycler fill and drain alarms. Patient also reported that they had developed peritonitis and is currently taking antibiotics. The patient's peritoneal dialysis nurse confirmed that the patient developed peritonitis and was diagnosed on (B)(6) 2011, also confirmed the patient treatment of antibiotics.

Manufacturer narrative:
The clinical investigation performed by the fmc physician concluded that peritonitis was unlikely related to the use of the cycler. The cycler alarmed appropriately to alert the user of a potential problem. The actual device was returned for evaluation and determined to be functioning according to product specifications. The simulated treatment was performed and completed without failure. There was no fluid leak during the treatment. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.